Manufacturer narrative:
One simplicity radiofrequency electrode was received for evaluation. The medial electrode was fractured and detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured electrode remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a detached electrode from the device.